Manufacturer narrative:
The biomedical engineer reported that the bedside monitor (bsm) did not alarm spo2 when it dipped to 30. No harm or injury has been reported on the patient. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that the bedside monitor (bsm) did not alarm spo2 when it dipped to 30. No harm or injury has been reported on the patient.

Manufacturer narrative:
Details of complaint: the customer reported that an mu-671ra unit did not alarm when the spo2 dropped to 30. There was no patient harm or injury reported. Service requested: troubleshooting. Service performed: the nka ts member assisted the customer by troubleshooting their issues and asking some questions. During a follow up, they stated that the issue was resolved, and the cause was user error. No further information was provided. Investigation summary: the root cause of the issue could be determined as user error as the customer stated that it was an issue on their end. Customer did not share additional details as to how the issue was resolved. Attempts to obtain that information were made but not provided. The overall risk rating is medium.

Event description:
The biomedical engineer reported that the bedside monitor (bsm) did not alarm spo2 when it dipped to 30. No harm or injury has been reported on the patient.